Event description:
It was reported that there was a leak from the bag seam of an effluent sample bag. The patient stated a large hole was noted by the bag seam, and the dialysis fluid had leaked on the floor. No patient injury or medical intervention was reported as a result of this event. No additional information is available.

Manufacturer narrative:
(B)(4). (B)(6). Evaluation summary: the device was received for evaluation. Visual inspection, leak testing, clear passage testing, and clamp function testing were performed. Visual inspection revealed that the seal on the bag was split. Leak testing revealed a leak from the split seal. The reported condition was verified. The cause of the condition was not determined. Should additional relevant information become available, a supplemental report will be submitted.